Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The device in this report is pre-amendment product; product code btr.

Event description:
The customer reported that when intubating the endotracheal tube, the connector at the end of the tube came off when they pulled the stylet. Once they put the connector back onto the tube, it was loose.